Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and increased thresholds. The lead was explanted and rep laced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated and oversensing was associated with the right ventricular lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.